Manufacturer narrative:
As it is unknown which device is directly implicated in this intestinal ischemia event, the following devices will also be included in this report: catalog #plc121400j/ serial #(B)(6)/ UDI #(B)(4). Catalog #plc271000j/ serial #(B)(6)/ UDI #(B)(4). Catalog #pla260300j/ serial #(B)(6)/ UDI #(B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code d1002-as per physician comments, this adverse event is related to the procedure that occurred on march 27th, 2023, in which an aui and f-f-bypass was performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an emergency endovascular treatment for ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg endoprosthesis (rlt231218j/(B)(6)) was implanted below the renal arteries, and a contralateral leg endoprosthesis (plc121400j/(B)(6)) was placed into the right external iliac artery. Another contralateral leg endoprosthesis (plc271000j/(B)(4)) was placed with an upside-down technique for creating aui in the right side, and an aortic extender endoprosthesis (pla260300j/(B)(6)) was added proximally. A f-f bypass was performed and the procedure was completed. (This event is captured in internal case (B)(4)). On (B)(6) 2023, the patient had symptoms of intestinal ischemia. On an unknown date in april (from on (B)(6)), total resection of rectum and construction of a colostomy were performed to treat the intestinal ischemia. The physician reported that the intestinal ischemia developed due to bilateral internal iliac arteries coverage that occurred during the procedure on (B)(6) .